Manufacturer narrative:
Qn#(B)(4). The serial number on the returned sample is bl42242. The reported lot number (18f24b0028) matches the lot number of the returned sample. Returned for investigation was a 40cc 7.5fr ultra-flex intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number for the returned sample. The sample was returned in a cardboard box and was loosely packed within the original packaging carton. Returned with the sample was the supplied 40cc driveline tubing. Up-on return, the teflon sheath was on the iabc; blood was noted in the sidearm. The peel away sheath was noted connected to the hemostasis cuff. The one-way valve was tethered and connected to the short driveline tubing. The bladder was fully wrapped. Dried blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0058in-0.0067in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. An attempt to aspirate and flush the catheter using a 60cc lab-inventory syringe was unable to be successfully completed due to a blocked central lumen. Immediate push back on the syringe plunger was experienced. The blockage was most likely dried blood. The iabc was connected to an iabp with a lab inventory 40cc inflation driveline tubing. The iabc was inserted into the "t" tube and 100mmhg backpressure was applied. After the pumping was initiated, the iabc bladder was noted not fully inflating/unwrapping and was consistent with being twisted. The pump triggered a "high pressure" alarm within 2 minutes after pumping was initiated. The iabc was leak tested in accordance with testing methods from manufacturing procedure. During the leak test, the bladder did not fully inflate. The middle portion of the bladder had inflated but the proximal portion and a portion near the distal tip of the bladder would not fully unwrap and was consistent with being twisted. No leaks were detected. A lab inventory 0.025in guidewire was back loaded through the distal tip. No resistance was noted; the guidewire was able to advance through the injection lumen. Some blood and debris were noted. An attempt to aspirate and flush the catheter was unable to be successfully completed before inserting the guidewire. Another attempt to aspirate and flush the catheter was successfully completed. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that "the balloon would not inflate completely" is confirmed. During the investigation the distal tip of the iabc bladder was noted twisted and the bladder would not fully inflate or unwrap during functional testing. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the twisted bladder. The probable root cause of the complaint is manufacturing related. Corrections have been established for this issue as a result of a corrective and preventive action, and this device was manufactured prior to the release of corrective actions.

Event description:
It was reported "after insertion, it was found that the balloon would not inflate completely, and the catheter was replaced to complete the operation". Additional information states that the second catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reportted as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "after insertion, it was found that the balloon would not inflate completely, and the catheter was replaced to complete the operation". Additional information states that the second catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".